Event description:
Customer reported a button error on her insulin pump. The device stopped delivering insulin. Customer's blood glucose is 203 mg/dl. Customer wears the device against her body. It may have been exposed to sweat. Customer sometimes drops her device on the floor. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).